Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1911693) on (B)(6)2019 . The most recent information was received on (B)(6)2019 . This spontaneous case was reported by a consumer and describes the occurrence of back pain ('low back pain (lumbar-sacrum)'), menorrhagia ('episodes of menstrual periods of more than 10 days') and general physical health deterioration ('everyday health status has gradually deteriorated significantly, sick leave because no longer able to work') in a 45-year-old female patient who had essure (batch no. C61989) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2014, the patient had essure inserted. In (B)(6)2018, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), general physical health deterioration (seriousness criterion medically significant), urticaria ("episodes of urticaria"), rhinitis allergic ("allergic rhinitis"), pyrexia ("runny nose episodes for 1 day with fever, then nothing the next day"), fatigue ("chronic fatigue"), urinary tract infection ("recurrent urinary tract infections"), ovarian cyst ("ovarian cyst"), vaginal polyp ("vaginal polyp"), arthralgia ("pain in both knees"), balance disorder ("loss of balance"), amnesia ("loss of memory"), disturbance in attention ("difficulty concentrating"), speech disorder ("difficulty speaking"), vision blurred ("vision blurred and difficulty in focusing"), nasopharyngitis ("runny nose episodes for 1 day with fever, then nothing the next day"), faeces soft ("stools are always soft") and vitamin d deficiency ("vitamin d deficiency"). In (B)(6) 2019, the patient experienced fall ("4 falls"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6)2019. At the time of the report, the back pain, menorrhagia, urticaria, rhinitis allergic, pyrexia, fatigue, urinary tract infection, ovarian cyst, vaginal polyp, arthralgia, balance disorder, fall, amnesia, disturbance in attention, speech disorder, vision blurred, nasopharyngitis, faeces soft and vitamin d deficiency outcome was unknown and the general physical health deterioration had not resolved. The reporter provided no causality assessment for amnesia, arthralgia, back pain, balance disorder, disturbance in attention, faeces soft, fall, fatigue, general physical health deterioration, menorrhagia, nasopharyngitis, ovarian cyst, pyrexia, rhinitis allergic, speech disorder, urinary tract infection, urticaria, vaginal polyp, vision blurred and vitamin d deficiency with essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 05-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('low back pain (lumbar-sacrum)'), menorrhagia ('episodes of menstrual periods of more than 10 days') and general physical health deterioration ('everyday health status has gradually deteriorated significantly, sick leave because no longer able to work') in a (B)(6) year-old female patient who had essure (batch no. C61989) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2018, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), general physical health deterioration (seriousness criterion medically significant), urticaria ("episodes of urticaria"), rhinitis allergic ("allergic rhinitis"), pyrexia ("runny nose episodes for 1 day with fever, then nothing the next day"), fatigue ("chronic fatigue"), urinary tract infection ("recurrent urinary tract infections"), ovarian cyst ("ovarian cyst"), vaginal polyp ("vaginal polyp"), arthralgia ("pain in both knees"), balance disorder ("loss of balance"), amnesia ("loss of memory"), disturbance in attention ("difficulty concentrating"), speech disorder ("difficulty speaking"), vision blurred ("vision blurred and difficulty in focusing"), nasopharyngitis ("runny nose episodes for 1 day with fever, then nothing the next day"), faeces soft ("stools are always soft") and vitamin d deficiency ("vitamin d deficiency"). In (B)(6) 2019, the patient experienced fall ("4 falls"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, menorrhagia, urticaria, rhinitis allergic, pyrexia, fatigue, urinary tract infection, ovarian cyst, vaginal polyp, arthralgia, balance disorder, fall, amnesia, disturbance in attention, speech disorder, vision blurred, nasopharyngitis, faeces soft and vitamin d deficiency outcome was unknown and the general physical health deterioration had not resolved. The reporter provided no causality assessment for amnesia, arthralgia, back pain, balance disorder, disturbance in attention, faeces soft, fall, fatigue, general physical health deterioration, menorrhagia, nasopharyngitis, ovarian cyst, pyrexia, rhinitis allergic, speech disorder, urinary tract infection, urticaria, vaginal polyp, vision blurred and vitamin d deficiency with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.